Manufacturer narrative:
Product complaint (B)(4). Investigation summary it was reported that surgeon found a cracked after wash. The allegation did not happen in surgery. It was unknown that there was any surgical delay. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the emsys lnr imp tip 36 was broken in two pieces. Both pieces were returned. No other defects were observed. The observed condition of the device can be attributed to unintended user error by improper alignment and care when assembling mating device, resulting in cross-threading and stripping of the threads. Properly handling and attention to the approved use of the device diminishes the risk of failure. Cracked condition can be confirmed as the observed damage can happen as a consequence of the first one. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the emsys lnr imp tip 36 would contribute to the complained device issue.¿ based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that surgeon found a crack in instrument after wash. The allegation did not happen in surgery. It was unknown that there was any surgical delay.